Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the distal conductor.

Event description:
It was reported that there was an attempt to implant a left-ventricular lead in the lateral marginal vein, but due to the secondary bend in the branch, the attempt was not successful. The lead has been returned. No patient complications have been reported.